Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the bottom jaw of the harmonic ace instrument broke off and fell inside the patient. The surgeon was able to retrieve the jaw completely from the patient in the same procedure. The procedure was completed with no reported injury. On 03-feb-2023, intuitive surgical, inc. (Isi) followed up with the initial reporter by phone and obtained the following additional information: the clinical sales representative (csr) stated that she was present during this procedure. The harmonic ace instrument was inspected prior to use and no issue was found. The surgeon was slicing into the liver when the bottom jaw of the harmonic ace instrument fell off onto the liver. The fragment was retrieved immediately with a laparoscopic instrument. The fragment will be sent for failure analysis with the instrument after the customer does their own internal analysis. There were no functionality issues with the harmonic ace instrument up until the issued occurred and there were no instrument collisions. Just prior to the jaw falling off into the patient, a message flashed on the screen "tension on the jaw" and went away in 2 seconds. There was no injury to the patient who went home yesterday and is doing great.

Manufacturer narrative:
Based on the claim against the product regarding a broken blade, an investigation is in progress. Intuitive surgical inc. (Isi) has not received the harmonic ace instrument. A follow-up MDR will be submitted when failure analysis has completed their investigation. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.